Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in japan. It was reported that the flow rate display on the rotaflow console showed the error message "temp error" while the device was in use on a patient. The device was replaced with another device with no consequences for the patient. No harm to any person has been reported. Due to the exchange of the device with another device during use a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in japan. It was reported that the flow rate display on the rotaflow console showed the error message "temp error" while the device was in use on a patient. The device was replaced with another device with no consequences for the patient. No harm to any person has been reported. Due to the exchange of the device with another device during use a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) dated on 2025-04-04 the reported failure "temp error" could not be confirmed and no parts has been replaced. The device is working as intended and is back in clinicial use. Based on these investigation results the reported failure "temp error" could not be confirmed. However, the failure mode "temp error" can be linked to the following most possible root causes according to the rotaflow risk management file. Overtemperature condition in the device, e.g.: 1. Heat accumulation 2. Device used out of specification 3. Charging of battery. The review of the non-conformities was performed on 2025-03-27 and during the period of 2012-08-14 to 2025-03-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console with s/n 90430630 was produced in 2012-08-14. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.2 position of use and operation, and positioning make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. Chapter 8.3 temperatures the temp error indicates that the device started to overheat. The error disappears if the device is cooling down. No temperature messages should appear under normal operating conditions. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).